Event description:
The caregiver was raising pt when the post of the actuator disconnected and raised out of the chassis. The caregiver was able to support the lift and get pt out. No injuries were reported.